Event description:
It was reported that catheter entanglement occurred. The target lesion was located in the superficial femoral artery ( sfa). An opticross imaging catheter was selected use. During procedure, it was noted that the opticross imaging catheter got wrapped around the wire. The physician could not advance the opticross imaging catheter to complete the ivus (intravenous ultrasound). However, the procedure was completed without ivus. No patient complications were reported and the patients status was fine.

Event description:
It was reported that catheter entanglement occurred. The target lesion was located in the superficial femoral artery (sfa). An opticross imaging catheter was selected use. During procedure, it was noted that the opticross imaging catheter got wrapped around the wire. The physician could not advance the opticross imaging catheter to complete the ivus (intravenous ultrasound). However, the procedure was completed without ivus. No patient complications were reported and the patients status was fine. Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that there was damage observed on the guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other visual damages were encountered upon visual inspection.